Manufacturer narrative:
Device not available for return - investigation in process but not yet complete.

Event description:
The surgeon was doing a revision of the fibula freeflap since the plate was broken.